Event description:
It was reported that a user experienced elevated blood glucose up to 260 mg/dl for a couple of hours while using the ilet bionic pancreas, with no observed infusion set leaks or kinks and infusion sites placed on the lower back; troubleshooting and education were provided on potential causes and site selection. Symptoms included hyperglycemia without signs of diabetic ketoacidosis, loss of consciousness, or other acute effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that the device was reported to be functioning without observed delivery issues. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no injury.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.